Event description:
Event description cpi received information that since implant about six weeks ago, the patient has received inappropriate shocks that seemed to be caused by oversensing of diaphragmatic myopotentials. The physician decided to replace the endotak transvenous defibrillation lead with a new endotak transvenous defibrillation lead and separate rate sense lead, and replace the ICD at the same time.